Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, a lot of force was require during insertion of the valve and delivery system into the esheath. During implantation, the content of the atrion syringe was introduced, and the valve did not open. The operator felt there was a hole in the balloon or delivery system, as blood could be aspirated, so it was decided to remove the devices to use a new set. Prior to removal of the devices, the patient became unstable. The common iliac artery was ruptured and had to be operated. Per report, the patient's vessel was 7.5 mm and bigger, but calcified with one circled calcification.

Manufacturer narrative:
Correction to h6 based on additional information. The device was returned to edwards lifesciences for evaluation. The delivery system was visually inspected, and the following was observed: the flex shaft was cut. The distal portion of the delivery system remained in the cut sheath shaft. The crimp balloon was torn at the I/c bond. The balloon wings were flared and inverted. Dimensional testing was done on the returned device, and the crimp balloon double wall thickness was measured. The crimp balloon wall thickness met the specification. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon torn and difficulty to withdraw system with valve through esheath were confirmed based on evaluation of the returned complaint device. No manufacturing non-conformances were identified during engineering evaluation. The complaint description states, 'during implantation, the content of the atrion syringe was introduced and the valve did not open. Thus, the implanter assumed that there was a hole in the balloon or ds. Blood could be aspirated.' Evaluation of the returned complaint device revealed a torn I/c bond. Additionally reported, the patient's access vessel was calcified. If valve alignment was performed in a tortuous or calcified (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. It is possible that increased forces and tension could have then weakened the balloon, causing the crimp balloon to tear. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra) previously initiated to investigate the cause and assess the risk associated with balloon torn. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Without the return of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (calcification) and procedural factors (high valve alignment forces) likely contributed to the complaint event. Per complaint description, 'the ds could be retrieved with the heart valve but the patient became unstable before removal of the devices, as the iliac common artery was ruptured and had to be operated.' It is possible that the retrieval of the larger balloon profile can lead to withdrawal difficulties noted. Furthermore, as reported above, calcification was present in the vasculature. The presence of calcification can create suboptimal angles and lead to non-coaxial alignment between the valve and sheath during withdrawal and further contribute to withdrawal difficulties. A CAPA was previously initiated to capture additional information captured in the IFU related to device preparation and minimizing the tension in the device which may potentially lead to delivery system damage during use. Without the return of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (calcification) and procedural factors (withdrawal of torn balloon) likely contributed to the complaint event complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.